Event description:
It was reported that occasional atrial undersensing was noted on the remote transmission of a monitored ventricular tachycardia (vt) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable biv defibrillator 2009 (B)(6); 419478 implantable pacing lead 2009 (B)(6); 694758 implantable defib lead 2009 (B)(6). (B)(4).